Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode

Event description:
Healthcare professional reported rupture of the right side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right side device. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated opening on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening a striated opening on posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture of the right side device. The device has been explanted.